Manufacturer narrative:
The complaint device was returned to the manufacturer for physical evaluation. A gross visual examination was performed. Blood was noted throughout the dialyzer and a delamination was discovered on the cavity ID end of the dialyzer which extended between approximately 260° to 80° (with dialysate ports at 0°). No other defects or irregularities were visually noted on the fiber bundle or any of the molded dialyzer components. A lot history revealed there was one other reported complaint against the lot. The complaint addresses an internal blood leak (sample was not provided). A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. The production record review showed there were multiple approved temporary dns in the production of this lot. They are unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. The patient¿s estimated blood loss (ebl) was approximately 300ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.